Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) hx1.25, (tool hex sst 1.25mm 17mm) and one (1) fmt3 (3.7 tapered screw vent fm t) for evaluation. Visual evaluation was performed, the tip of the driver was fractured inside the mount. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hx1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was poor tool designs leads to insufficient mechanical strength, leading to a fractured, twisted, or bent tool. Damage in tool connection. Therefore, based on the available information, a device malfunction did occur. The driver shaft was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the driver tip fractured inside the mount. The procedure completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products fmt3, 3.7 tapered screw vent fm t lot unknown. H4: device manufacturer date unknown / not provided.